Manufacturer narrative:
G3: 9/12/2023 g3: 9/12/2023.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 182 mg/dl. A replacement pump was sent to the customer to resolve the issue.